Event description:
During a transfemoral tavr procedure, there was moderate to severe paravalvular leak post valve deployment. A second valve was implanted resolving the aortic insufficiency. The patient remained in stable condition post tavr. Per report, the native valve was heavily calcified and severe septal bulge was present. Cutdown access was obtained and sheath placed after vessel dilation. The annulus was crossed and the stiff wire was delivered. A bav was done with a 22x4 z-med balloon. The patient went into chb and temporary pacing was required for the remainder of the procedure. A 26mm valve was prepped and positioned across the annulus. It was delivered with rapid ventricular pacing into a 50:50 position. There was moderate to severe paravalvular leak. Post dilatation was discussed but it was decided to place a second valve. A second 26mm valve was prepped and positioned slightly lower than the first valve. During inflation, when the valve was 2/3 full, it jumped higher and final placement was 2mm higher into the aorta than the first valve. The paravalvular leak remained. 2cc were added to the delivery system and post dilatation lower into the lvot on the first valve was done decreasing the paravalvular leak to mild. The sheaths were removed and the access was successfully closed. The patient was transferred to the unit for management. Additional information: the pre and post deployment position of the first valve was 50:50 within the annulus. The native valve/leaflet calcification was bulky; aortic root calcification was severe; mitral annular calcification was moderate; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 70%.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors [bulky native valve/leaflet calcification; severe annular calcification] likely caused the paravalvular leak post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The two serial numbers for the implanted valves were received through the implant patient registry (ipr) (s/n (B)(4)). However we are unable to confirm which valve was implanted first. The 3500a form will reflect an "unk" serial number under section d of the form, however both serial numbers are herein referenced.